Event description:
Customer reported, a 4-0 dexon ii suture broke five days following a breast biopsy procedure and caused a dehiscence. This was not reported for a few days and product info was not obtained. Reportedly, the wound was closed promptly and both the surgeon and the hosp are satisfied. Pt is doing fine.